Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported "baker IV capsular contracture, breast ptosis and distorted areolar appearance". This record is for the left side. Device was explanted and replaced. Return availability is unknown.

Manufacturer narrative:
Article citation: charles a messa iii, jessica bereszniewicz, charles a messa IV, secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures, aesthetic surgery journal, 2025; sjaf236, https://doi.org/10.1093/asj/sjaf236. Additional author information: dr charles a. Messa IV is an integrated plastic surgery resident, department of plastic surgery, larkin community hospital, miami, fl. Dr jessica bereszniewicz is a general surgery resident, department of general surgery, memorial healthcare system, hollywood, fl. The events of capsular contracture and " breast ptosis and distorted areolar appearance" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, "breast ptosis and distorted areolar appearance".